Manufacturer narrative:
Fracture pieces of the zest dental locator abutment were received for investigation. The received locator abutment returned without original package; therefore, it was unable to verify zest lot number information. Visual inspection was performed as a retuned product and it was noted that abutment has smooth wear at the coronal surfaces and a fracture was noted at the post minor thread. No manufacturing defect was noted. DHR review and complaint history zest dental review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device has been received for evaluation. The investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the locator abutment fractured within the implant. The abutment screw was removed from the implant. The implant remains implanted.